Manufacturer narrative:
Bayer case number: (B)(4). One of the coils had migrated into my uterus [device migration] subsequently caused my bladder to tilt [tilted urinary bladder] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the coils had migrated into my uterus") and bladder malposition acquired ("subsequently caused my bladder to tilt") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required) and bladder malposition acquired (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy and ). Essure was removed. At the time of the report, the device dislocation had resolved. The outcome of bladder malposition acquired was unknown. The reporter considered bladder malposition acquired and device dislocation to be related to essure administration. The reporter commented: after this procedure, various physical symptoms have developed. In the meantime, I have undergone follow-up treatments, and my uterus has been removed, because one of the coils had migrated into my uterus, which subsequently caused my bladder to tilt, requiring another surgery that I recently underwent. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. I hold your organization liable for the incurred damages that I have suffered due to the essure sterilization method. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). One of the coils had migrated into my uterus [device migration]. Subsequently caused my bladder to tilt [tilted urinary bladder]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the coils had migrated into my uterus") and bladder malposition acquired ("subsequently caused my bladder to tilt") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required) and bladder malposition acquired (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy) and essure was removed. At the time of the report, the device dislocation had resolved. The outcome of bladder malposition acquired was unknown. The reporter considered bladder malposition acquired and device dislocation to be related to essure administration. The reporter commented: after this procedure, various physical symptoms have developed. In the meantime, I have undergone follow-up treatments, and my uterus has been removed, because one of the coils had migrated into my uterus, which subsequently caused my bladder to tilt, requiring another surgery that I recently underwent. As a result of the symptoms, I am hindered in my normal daily functioning, and I suffer damages. I hold your organization liable for the incurred damages that I have suffered due to the essure sterilization method. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.